Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the service logs found the customer comment that mobile programmer application displayed maximum longevity across all available vectors, despite large differences in threshold and impedance values could not be confirmed. Product data was received for review, which confirmed the confirmed the customer comment. Analysis of the service logs found the customer comment that when selecting get initial interrogation at the end of the session to restore the original programming the left ventricular (lv) lead polarity did not revert to the original configuration was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Application version: 4.2.3 host tablet os version: 18.5.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that mobile programmer application displayed maximum longevity across all available vectors, despite large differences in threshold and impedance values. It was also reported that when selecting get initial interrogation at the end of the session to restore the original programming after extensive cardiac resynchronization therapy (crt) optimization, although this function programmed most parameters back successfully, the left ventricular (lv) lead polarity did not revert to the original configuration. However, it was advised that it was an excluded parameter in the initial interrogation values list and needed reprogramming back to the correct parameter value before ending the session. No patient complications have been reported as a result of this event.